Manufacturer narrative:
H11: section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported that up line leaking from insertion site, found to be sluggish. X-ray taken and line found to be kinked. Line removed and noted to have kink at 22cm mark. PICC used for antibiotics. Internal line 46cm, inserted in brachial vein.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a catheter leak was inconclusive due to the sample condition. A single frontal chest radiograph, which included the right arm and excluded the left chest, was returned for evaluation. A right-sided PICC was present with the tip residing over the svc. There was overlapping of the catheter in the soft tissues before entry into the vein. There was no visible evidence of a leak, split or hole in the returned image. Functional testing and microscopic examination of the catheter could not be conducted without examination of the physical sample. The complaint of a catheter kink was inconclusive due to the sample condition. A single frontal chest radiograph, which included the right arm and excluded the left chest, was returned for evaluation. A right-sided PICC was present with the catheter tip residing over the svc. There was overlapping of the catheter in the soft tissues before entry into the vein. Definitive confirmation of a kink in the catheter was not possible due to the overlap of the catheter tubing in this image. These complaints will be recorded for future trending and monitoring purposes.